Manufacturer narrative:
Pr#: (B)(4). A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported the screen shows an error, has a red cross indicator- failure in the power selector. There was no reported patient involvement.